Event description:
On 14 feb 2020, neotract was informed of a prostatic urethral lift (pul) procedure during which the physician noted that several devices appeared to have capsular tab pull-throughs and bone strikes. No patient harm or injury was reported. On 31 mar 2020, neotract's investigation of the returned devices indicated that two devices were missing 1-2mm of the needle tip (this report is for device 2 of 2). Neotract notified the physician of the investigation results. On (B)(6) 2020, the physician acknowledged the missing needle piece and stated that the patient did have a CT scan on (B)(6) 2020 and saw nothing concerning on the scan.